Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6) 2023. Fiducial markers were placed prior the hydrogel injection. The procedure was performed under local anesthesia. During hydrodissection, lift was noted and there was no blood during aspiration. During the procedure the physician saw the hydrogel landed up by the seminal vesicles. Later the morning after the procedure, the computed tomography (CT) scan showed the hydrogel had move in a circular pattern around the prostate and there was an amount of hydrogel moving towards the iliac veins, but it did not move far. The patient was under spinal anesthesia at the time of this report. No patient complication was reported due to this event.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h06: device code a1502 captures the reportable event gel misplaced - vascular. Device code a1502 captures the reportable event gel misplaced - non vascular.